Manufacturer narrative:
Physio-control further evaluated the device and observed that the internal hybrid layer capacitor (hlc) batteries depleted some time after (B)(4) 2014. A cause for the depletion of the internal hlc batteries could not be determined. It was also observed that the charge-pak software was corrupted, which caused the device to show the charge-pak and attention icons. A replacement device was provided to the customer under warranty.

Event description:
It was reported to physio-control that the customer's device had all three indicators (attention, charge-pak and service wrench) in the readiness display. The three icons being shown, indicates that the device may not be able to provide sufficient defibrillation therapy if necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.